Event description:
Notification from user facility indicated the frame casting supporting the surgical table's leg section was cracked at the pivot point. Service was dispatched and upon inspection found the left hinge broken and the right hinge cracked. The table was not in use at the time this was noticed by the customer. The table was withdrawn from further use until repaired. No incident (s) occurred or injuries resulted.